Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and bleeding lcd glass. No button response due to open connector on lcd board. The prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests could not be performed due to the keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that for the past month his blood glucose level would not go below 300 mg/dl and the day of the call it went down to 52 mg/dl. The customer stated that the doctor had checked the settings and they are accurate. The customer declined troubleshooting and requested the insulin pump to be replaced. The device was returned for analysis.